Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during a right internal carotid artery-ophthalmic (c6 segment) aneurysm treatment, physician advanced the subject flow diverting stent to the target site. While deployment the subject flow diverting stent detached prematurely from the delivery wire and could not be placed. There was a surgical delay of 20 minutes. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No additional information available.

Manufacturer narrative:
H4 manufacturing date ¿ added d4 expiration date ¿ added d4 lot# - updated due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no problem reaching the site, the flow diverter catheter had reached the site but detached from the guidewire during deployment and could not be placed. There was no resistance or friction experienced. There was no medical intervention but there was a surgical delay of 20 minutes. There was no harm to the patient and no adverse event induced. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deployed prematurely during use.

Event description:
It was reported that during a right internal carotid artery-ophthalmic (c6 segment) aneurysm treatment, physician advanced the subject flow diverting stent to the target site. While deployment the subject flow diverting stent detached prematurely from the delivery wire. And could not be placed. There was a surgical delay of 20 minutes. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No additional information available.

Event description:
It was reported that during a right internal carotid artery-ophthalmic (c6 segment) aneurysm treatment, physician advanced the subject flow diverting stent to the target site. While deployment the subject flow diverting stent detached prematurely from the delivery wire. And could not be placed. There was a surgical delay of 20 minutes. The physician replaced it with a new device and continued the procedure without clinical consequences to the patient. No additional information available. Update: received additional information on (B)(6)2023 stated that the patient had paresthesia left hand adjudicated as a minor stroke ischemic ipsilateral. The cec members considered that adverse event had a causal relationship with the procedure, and a possible relationship with subject flow diverting stent. The adverse event was resolved without any treatment. Received additional information on 12-jun-2023 stated that the site reported the dd (early and unexpected detachment of the stent (2/3 inside the catheter)and ae (paresthesia) but did not establish any link between the 2. The site considered that the ae was not related to study device. The cec members considered that the adverse event was possibly related to the study device flow diverter. Pipeline was implanted to finish the procedure. No additional information available.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) there are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, functional testing as well as visual testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated there was no problem reaching the site, the flow diverter catheter had reached the site but detached from the guidewire during deployment and could not be placed. There was no resistance or friction experienced. There was no medical intervention but there was a surgical delay of 20 minutes. There was no harm to the patient and no ae induced. Additional information received on 12-jun-2023 stated that the site reported the dd (early and unexpected detachment of the stent (2/3 inside the catheter)and ae (paresthesia) but did not establish any link between the 2. The site considered that the ae was not related to study device. The cec members considered that the ae was possibly related to the study device evolve flow diverter. While there are a number of potential causes for the reported issue, because review and analysis of available information failed to identify a definitive cause, a cause of undeterminable was assigned for the reported ¿stent deployed prematurely during use¿. An assignable cause of anticipated procedural complication will be assigned to the reported ¿patient stroke¿ as a product related root cause does not apply and the issue is due to a known physiological effect of the procedure and/or patient condition noted with the directions for use, product labeling and/or risk documentation files.